Event description:
A 12-year-old pt experienced a stomach sickness and a heart pain at initiation of dialysis. Dialysis was discontinued. All of these symptoms were moderate in severity. After the events occurred, the pt was dialyzed on toray filtryzer and administered mannitol prophylactically before dialysis. Filtryzer was used for the first time on this pt, who also received a dialysis treatment for the first time. The dialysis conditions were: qb=90ml/min, qd=500ml/min, type of dialysate: bicarbonate priming: 1l saline, 100ml/min. Anticoagulant: 6700iu.